Event description:
Report received from the USA stating that the "connector to the footpedal that connects the hose is broken". The device was not being used during surgery. It is unknown if there was patient/use injury ore medical intervention in relation to this event. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).